Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery, occlusion, and unexpected restart error tests. The unit was received with its operating currents within specification. The device passed the off no power test as well. However, the insulin pump rattles upon vibrator motor activation due to the vibrator motor adhesive not adhering to the case. The unit also had a cracked battery tube thread and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the vibrate on their insulin pump was much louder than normal. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. The customer did not recently install a new battery. A self test was performed and the device vibrated successfully. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.